Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant of the right ventricular (rv) lead, a drop in sensing and an elevated capture threshold was observed. Diagnostic imaging was performed and confirmed that a cardiac perforation had occurred. The rv lead was successfully revised to resolve the event. The patient was stable following the procedure.